Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d384drg ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported the patient is deceased. It was further reported there was an increase in lead impedance over the previous six months. No lead fracture was suspected, no short interval counts (sic) was observed and no inappropriate therapy was provided. During induction of general anesthesia for the replacement of the suspected lead damage and upgrade to a bi-ventricular device, cardiac decompensation occurred. The procedure was cancelled. The patient subsequently developed liver dysfunction and the decompensation continued. The patient died three days post abandoned procedure and the cause of death was noted as therapy-refractory cardiogenic shock with multiple organ failure by global cardiac insufficiency.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.